Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected fields: d8 a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and after checking at the user's site, it was found that the failure to boot was due to the machine's dead battery, the chassis and the frame were not connected well, resulting in the failure of ac power to power the chassis, which caused the failure to boot. After re-plugging the chassis and connecting to ac power, the machine returned to normal.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was unable to boot before use. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.